Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of february 1, 2013, is used for the estimated date of event between february 2013 to april 2023. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: vinay dhir; vivek kumar singh; ankit dalal; gaurav kumar patil; amit maydeo. "Randomized comparison of precut papillotomy versus an endoscopic ultrasound-guided rendezvous procedure for difficult biliary access in malignant distal biliary obstruction" institute of digestive and liver care, s l raheja hospital, mahim, mumbai 400016, india, endoscopy. 2025 oct;57(10):1077-1084, https://doi.org/10.1055/a-2515-1712. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
Boston scientific corporation became aware of an event involving a rx needle knife xl through the article titled, randomized comparison of precut papillotomy versus an endoscopic ultrasound-guided rendezvous procedure for difficult biliary access in malignant distal biliary obstruction, by vinay dhir, et al. Per the article, between february 2013 to april 2023, a total of 208 patients suffering from malignant distal biliary obstruction (mdbo) underwent endoscopic retrograde cholangiopancreatography (ercp) and the following occurred: post-procedure abdominal pain treated with intravenous antibiotics, and analgesics, mild pancreatitis, moderate pancreatitis that required hospital admission and mild bleeding which was managed with adrenaline injection at the papilla.